Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the cutter tested fine but when inserted in to the eye it did not cut. The vitrector was replaced and retested and surgery was completed. There was no harm reported.